Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc was slow and had problems with the software. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system software responds slowly, lags severely, and the epx batch failed. Upon visual inspection, fse found the host pc operating system (os) disk was defective. To resolve the issue, fse replaced the host pc os disk and restored the ghost backup. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.